Event description:
Kimberly-clark received a report stating, ¿the surgeon indicated that the gown had a hole in it and blood went through. Therefore, the gown was contaminated.¿ furthermore, the nurse manager reported, "no one actually wore the gown during the procedure. Someone noticed it when the surgeon was putting it on. Unfortunately, the gown does have blood in the right upper area just from being in the room." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. The front of exterior of the gown (body and sleeves) did not exhibit any visible contamination or staining. The tie card was still attached to the tie suggesting that the gown was not used. A cluster of punctures was visible, adjacent to the left front arm seam. These punctures formed a triangular pattern and penetrated through the material. There was no staining associated with these holes. On the left side of the gown back, staining similar in color to betadyne solution was observed. With the gown closed, this staining aligned with the punctures. The source or route cause for the observed punctures or staining could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.